Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Field complaint of premature depletion could not be confirmed. Device was received with elective replacement and end of service triggered. Analysis of the device image determined elective replacement and end of service triggers are consistent with high output settings. Battery assessment at nominal settings determined the device battery is at elective replacement levels. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. Further testing of the device found no high current or other indication of premature depletion.